Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 42 mg/dl and glucose was consumed to address the bg level. The customer thought the low bg was due to being very active and the pump settings may need to be adjusted. The customer was to discuss the low bg event with a healthcare provider. The next day, the customer's bg level was 149 mg/dl and was thought that overcorrecting for the low bg was a possible cause. A bolus was delivered to address the 149 mg/dl. The customer declined tandem technical support's offer to troubleshoot.

Manufacturer narrative:
(B)(4). Customer's blood glucose level was 140 mg/dl.